Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the programmer displayed an error code when it was powered up, and the printer lights flashed. The service disk was used, with no success. The programmer was returned for service. No patient complications were reported as a result of this event.